Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called stated they received the recharger and like to know if they can keep the black carrying case.agent reviewed information.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) product type recharger was returned and the analysis shows that high reading na low reading na no anomalies were visually observed. Poor recharge quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about the last 2 weeks, system problem rm03 has been displaying when trying to charge their implant. Caller also stated that the recharger cord was getting hot while charging their implanted neurostimulator (ins). A request was sent to the repair department to replace the device. Caller thought doctor (dr) was their follow up healthcare provider (hcp) but was uncertain. Caller also mentioned they saw a hcp for migraines and also, had an MRI recently.